Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. When the jaws did not open again, how was the device removed from tissue? The device has been removed from the tissue after stapling, with the help of a grasper. Were the device jaws eventually opened? Eventually yes. After the doctor try with the graspers and clamps they did open.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a bariatric surgery bypass procedure, the stapler locked after the stapling and the jaw didn¿t open. The surgeon opened the jaw with the help of a grasper and repeated the firing. The jaw did not open again. The device was replaced. There was no loss / damage to the patient or procedure.